Event description:
It was reported that the patient experienced a reduction in pain relief. High impedances were observed on the lead. The patient regained therapy after the device was reprogrammed, however, given that four of the lead contacts showed high impedances, the patient elected to undergo a lead replacement. The patient was doing fine post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 21049374.

Manufacturer narrative:
Analysis on returned leads sc-2317-70 serial numbers (B)(6) revealed through visual (microscope) and x-ray inspection of the lead that multiple cables were completely broken at the bent location of the leads. The bent location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik x anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. Based on all available information, engineers concluded that the inadequate stimulation and high impedance measurements were caused by lead fracture. The leads became bent after exiting the clik x anchors which exposed the bent locations to excessive mechanical force or movement that caused the lead cables to fracture.

Event description:
It was reported that the patient experienced a reduction in pain relief. High impedances were observed on the lead. The patient regained therapy after the device was reprogrammed, however, given that four of the lead contacts showed high impedances, the patient elected to undergo a lead replacement to retain therapy. The patient was doing fine post-operatively.